Event description:
Caller states the pt tested 7.0 inr on the coaguchek s system and 4.67 on a comparison lab. Coumadin was held for 2 days, however, no info was provided to indicate if this was due to the meter result or lab result. No adverse event reported. Requested return of suspect system and replacement was sent.